Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient came up with healing collar, implant was exposed and there was mobility in implant the implant will be replaced within 3-6 months.